Event description:
A customer reported the equipment did not turn on prior to procedure. There was no harm to the pt, however the procedure was cancelled after the pt had received peribulbar anesthesia.

Manufacturer narrative:
A company rep examined the system and replaced the power supply to address the reported event. The system was then tested and found to meet product specifications. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).